Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was overdelivering insulin. She reported experiencing frequent low blood glucose over the weekend. She stated that the drive support cap appeared to be normal and recessed. She reported that she was hospitalized due to low blood glucose. She stated that prior to these issues the insulin pump had been in a lake. The blood glucose reading at the time of admission was 115 mg/dl. The programming on the insulin pump was correct and the reservoir showed the same amount of insulin as was on the status screen. Customer stated that the insulin pump had not been exposed to an MRI. She stated that the food bolus was incorrect as the she had not pressed the act button, so it did not show in the bolus history. Nothing further was reported.

Manufacturer narrative:
The insulin pump was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The device calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. The bolus wizard functions properly per bolus wizard user guide. The insulin pump properly delivered the estimate total bolus for the food intake properly and listed the bolus delivery in the bolus history screen. No daily total anomaly, basal anomaly or bolus anomaly noted. The insulin pump passed displacement test, rewind, basic occlusion, self test and error test. All operating currents are within specification. Off/no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker. No moisture damage noted on electronic assembly.